Event description:
It was reported that during a supply change using contact-detach infusion sets, the patient experienced low glucose readings on the ilet while the agent provided troubleshooting and education; the patient treated with oral fast-acting carbohydrates, completed the supply change, and later noted discordant glucose values between the ilet and fingerstick measurements, after which calibration and sensor replacement guidance were provided. Symptoms included hypoglycemia. Outcomes included no hospitalization and symptom mitigation with oral carbohydrates and continued monitoring. Investigation included technical support review, device use verification, guidance on algorithm display for insulin on board, calibration steps, and recommendation to replace the sensor if discrepancies persisted. Investigation of this case revealed no device alarms, successful completion of the supply change, and glucose reading discrepancies suggestive of sensor accuracy variance rather than pump delivery failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.